Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Event description:
The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer had an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer administered a manual injection address bg. Customer reverted to an alternate method of insulin therapy.